Event description:
Patient reported left side ¿outflow of serous liquid through the surgical scar¿, ¿evaluation of cutaneous fistula¿, and ¿small fluid collection in the left breast of probable inflammatory origin." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿outflow of serous liquid through the surgical scar¿, ¿evaluation of cutaneous fistula¿, and ¿small fluid collection, "small fluid collection in the left breast of probable inflammatory origin